Event description:
Meter name: one touch profile, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: violently nauseated, sweating. A patient reported they were hospitalized. Their meter allegedly was missing segments. The result on their meter was unknown. The result on the hospital meter was unknown. The time difference between patient's meter and hospital meter was unknown. Treatment was unknown. No further information reported.